Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2015, as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported as unrelated medical condition; however, this could not be clarified, therefore, the cause of the event was assessed as unknown. The patient was hospitalized for the event. Treatment details were not provided. Dianeal therapy remained ongoing. Two days prior to the receipt of this report, the patient was discharged from the hospital. At the time of this report, the patient is recovering. No additional information is available.